Event description:
A discordant advia centaur afp result was obtained on a patient sample. The result was reported to the doctor. The doctor questioned the result due to the patient clinical history. The sample was repeated on the same system and retested on a second advia centaur and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discordant afp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant afp result was due to the wash block for aspirate probe 3 which was loose. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.